Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer's blood glucose was approximately 134 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.